Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery. One week post-operatively the patient presented with dlk, described as central keratopathy. Secondary surgical intervention was required to lift and rinse the corneal flaps. The patient's bcva is now 20/20.